Event description:
Reportedly, the device has reached the rrt. Rms report revealed several shocks one year ago, and the patient did not feel anything and remember anything. The device was explanted.

Event description:
Reportedly, the device has reached the rrt. Rms report revealed several shocks one year ago, and the patient did not feel anything and remember anything. The device was explanted.

Manufacturer narrative:
The analysis of the patient files from (B)(6) 2022 revealed an abnormal battery depletion since june 2022. Since 17 june 2022 (at least), ventricular lead impedance and rv coil impedance were stable within normal range. The ICD was explanted on (B)(6) 2022 and returned for analysis. The analysis of the explanted device revealed : the presence of a correct tightening mark on the screw of the defibrillation lead indicating that the lead have been inserted and properly tightened. Upon reception, the returned device was interrogated : o ventricular channel was with 1,7 v amplitude, and 0.38ms pacing pulse width; o proper sensing and pacing operations were observed; o no overconsumption was observed during consumption measurements by telemetry o battery voltage was measured at 2,33 v o the device can not anymore charge to 0,8j due to very low voltage battery. Then the device was opened to have direct access to internal components: o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption; o the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). The patient file from (B)(6) 2022 showed an abnormal battery depletion. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. - further investigations are ongoing at the battery manufacturer level.